Event description:
Patient reported that back to back test readings obtained on pt's ss meter using separate finger sticks were 145 and 217 mg/dl (40% difference). No symptoms were reported. Pt was using expired (or improperly stored) test strips. Replacements were sent to pt. On follow-up, pt confirmed the above results. Lfs rep reviewed qc procedures and discussed meter/lab comparisons. There was no allegation of harm.